Event description:
It was reported that during an iliac stenting treatment procedure, stent placement difficulties occurred.the physician was treating a 70% stenosed, 60mm long lesion located in the 5mm in diameter, mildly tortuous and non-calcified external iliac artery. The lesion was not pre-dilated. This 5x60x1350 sentinol stent was used to treat the lesion. During deployment of the stent, the stent moved approximately 15mm and subsequently did not cover the entire lesion. The stent was fully deployed and well apposed to the vessel wall. As a result of the stent not being deployed in its' intended location, an additional 6x30mm non-bsc stent was implanted overlapping the sentinol stent covering the entire lesion. The procedure was completed at this point. There were no additional reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).